Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an endoscopic lobectom, the device would not fire on the first firing. Changed to another gst60w to continue the procedure, but the joint was broken during firing. A third device was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.